Manufacturer narrative:
Preliminary analysis confirmed the reported behavior. He reported behavior appears when the printer is not compatible with the programmer. It's a standard behavior. According to preliminary analysis, no failure was found. The system behaves correctly.

Event description:
Failure of installation of usb printer was reported. An attempt to connect the printer to available usb ports and to restart the programmer didn't solve the problem. An error message occured at each attempt. An investigation is required.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Failure of installation of usb printer was reported. An attempt to connect the printer to available usb ports and to restart the programmer didn't solve the problem. An error message occurred at each attempt. An investigation is required.